Event description:
It was reported that during the preparation of an inflatable penile prosthesis (ipp) implant surgery, the medical staff noticed that after repeated attempts the reservoir could not be cleared of air; therefore, a different reservoir was used to complete the procedure instead. No patient involvement.